Manufacturer narrative:
The meter serial number#:(B)(4) was returned where it was tested using retention strips and retention controls. Control ranges: level 1: 30-60 mg/dl level 2: 261-353 mg/dl results: level 1: 45, 44, 46 level 2: 302, 300, 314 all returned results were within acceptable range. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on accu-chek inform ii meter serial number#: (B)(4). On (B)(6), 2023 at 4:43 p.m. The initial meter result was 314 mg/dl while at 4:45 p.m. The meter result was 93 mg/dl. The reporter advised that the meter passed qc with the vial in question before and after the discrepant results.